Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 18, 2007, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch ultra meter was prompting unknown messages. The senior medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt was described to have been experiencing a headache and nausea one month earlier around 6:00 pm. She was unable to obtain a blood glucose result for an unspecified amount of time. She did not take any actions following the attempted use of the meter and decided to visit her physician. The physician obtained a result of 200 mg/dl on an unknown meter. The physician advised the pt to check in at the hospital. She received IV treatment and an insulin injection to lower her blood glucose. It would have been helpful to know how long she had been unable to obtain blood glucose results, her testing frequency, medication regimen, diet, when she developed symptoms, whether she was aware that her symptoms correlated to high or low blood glucose, other health conditions, other medications, and diagnosis. The customer care advocate walked the pt through troubleshooting and the issue was resolved. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to obtain blood glucose results (possible user error), developed symptoms associated with hyperglycemia (headache/nausea) during the time of concern and sought medical attention from her physician.